Event description:
On (B)(6) 2015, gamm3 surgery was performed. 2 months after surgery, lag screw cutout was found. Therefore revision surgery to bha was performed on (B)(6) 2015.

Event description:
On (B)(6) 2015, gamm3 surgery was performed. 2 months after surgery, lag screw cutout was found. Therefore, revision surgery to bha was performed on (B)(6) 2015. The surgeon wants to confirm the set screw installation position on the lag screw.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
A physical examination and review of the manufacturing documents revealed no manufacturing issue. The review of the risk analysis revealed that cut-out / medialization had been considered. The occurrence threshold was not exceeded. Investigation revealed no non-conformity; therefore no new CAPA was initiated. Referring to the marks on the top of the set screw and referring to the spiralled groove in its safety ring it was concluded that the set screw had been placed adequately. Available x-rays revealed that the lag screw had most likely initially lateralized in short range which is an intended feature of the gamma3 nail system. Later on it seemed that the femur neck had rotated (different distances between lag screw and femur neck) resulting in driving through of the femoral head. The rmf considers that a revision surgery due to cut out is a typical complication of proximal femoral nailing. This harm does not primly depend on the implant. It is mostly caused by the kind of fracture, patient's general condition (osteoporosis), and primly the respective surgical technique. In the case of a cut out an extensive damage of the hip joint would result which has to be treated with arthroplasty. In case relevant information becomes available we reserve the right to update the investigation and to change the root cause. According to provided information and referring to faultless products, the cause of the event was not a deficiency of any of the devices but was most likely contributed by the patient¿s condition.